Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was received that the result was not as calculated and was about -2.5 diopter off target. The difference of 2.5 diopters in power for the exchanged lens reasonably suggests that the event was related to a calculation error rather than a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens procedure, the patients refraction was 2.50 diopters off target. Additional information has been requested.